Event description:
It was reported when using the bd pyxis medbank system did not prompt medication profile, preventing user from dispensing the required medication clonazepam 0.5mg. The customer stated that they able to get the medication by witness and confirmed that no delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user did not have patient profile for the medication. A customer support specialist confirmed called pharmacy and requested to made changes. User account was able provide with cycle count to resolve. The system functioned as intended after the customer support specialist guided pharmascist.